Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device came unglued and lifted from the rim. The following information was provided by the initial reporter, translated from (B)(6) to english: "the user used the product on (B)(6) and found the white soft rubber plug sag on (B)(6)"

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 5/24/2021. H.6. Investigation: our quality engineer inspected the devices submitted for evaluation. Bd received one opened device for evaluation. The opened unit had the septum pushed into the body. Microscopic inspection of the non-conforming q-syte was conducted. The presence of adhesive suggests that the device was assembled correctly and with the proper concentration of adhesive. A collapsed septum can occur due to uneven distribution of adhesive, misalignment during manufacturing, damaged tooling, or excessive force during use. Adhesive was ruled out as a potential cause. Damage sustained manufacture cannot be differentiated from damage sustained during use. This is the only known occurrence of this issue being reported for this manufacturing lot, and a device history record review showed no non-conformances associated with this issue during the production of this batch. Unfortunately, the root cause for this event could not be determined.

Event description:
It was reported that the septum of the bd q-syte¿ luer access split-septum stand-alone device came unglued and lifted from the rim. The following information was provided by the initial reporter, translated from chinese to english: "the user used the product on april 20 and found the white soft rubber plug sag on april 22."